Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, coronary artery disease, prior myocardial infarction. Complications reported included death, stroke, transient ischemic attack, myocardial infarction, bleeding, recurrent mr, heart failure, prolonged hospitalization, additional procedure, single leaflet device attachment, migration; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "mid-term outcomes of transcatheter edge-to-edge repair for primary mitral regurgitation according to anatomical characteristics" was reviewed. The article presented a retrospective multi center study, to characterize patients with severe pmr undergoing m-teer, assess mid-term prognosis after m-teer, and identify prognostic factors based on pmr mechanism. Devices mentioned include mitraclip and non-abbott device. The article concluded that mv anatomical characteristics have a significant influence on symptomatic improvement and all-cause mortality at 1 year, and should be carefully considered when selecting pmr patients for m-teer. [The primary author and corresponding author was daryoush samim at department of cardiology ¿ bern university hospital (inselspital), switzerland with corresponding email: daryoush.samim@insel.ch]. The time frame of the study was july 2013 to october 2023. A total of 315 patients were included in this study, of which 250 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, coronary artery disease, prior myocardial infarction. (B)(6), unk mitraclip intra-, peri- and post-procedural complications included death, stroke, transient ischemic attack, myocardial infarction, bleeding, recurrent mr, heart failure, prolonged hospitalization, additional procedure, single leaflet device attachment, migration.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects and malfunctions reported in the article are captured under separate medwatch reports. Literature attachment: article titled "mid-term outcomes of transcatheter edge-to-edge repair for primary mitral regurgitation according to anatomical characteristics."